Manufacturer narrative:
The ge service rep found the workstation displaying the system error 253. He determined the generator was intermittently not booting. They found the floppy disk to be bad. The rep made a copy of of backup software and tested system operation. Unit operates as intended.

Event description:
The customer reported that an error code displayed on the system. No pt was involved.